Event description:
Upon removal balloon was found to be ruptured. Physician did not obtain water via valve when aspirating. Physician cut catheter and again no signs of fluid from balloon. Catheter was removed after gentle tug on catheter. Pt stated that he heard a pop while sitting in chair the day prior. Pt was post cystectomy.